Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the unit returned has wire kinked and only the proximal side was returned. It was found that the body of the wire was severely kinked. Additionally, the device was fractured on 118 cm from proximal section to fracture section, the other part of the device was not returned. Dimensional inspection of the overall length and outer diamter (od) of distal tip were not performed due to device fracture. Dimensional inspection of the od of middle of the device and proximal section were within specifications.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that the device was kinked. The 75% stenosed target lesion was located in moderately tortuous and moderately calcified blood vessel. A 330cm rotawire was selected for use. During the procedure, it was noted that rotawire got kinked. The procedure was completed with another of same device. No patient complications reported. However, device analysis revealed fracture on 118 cm from proximal section to fracture section.